Event description:
It is reported that in 2007, while performing an acetabular revision, the surgeon was not satisfied with the joint stability when trialing a 40 ldh trial head within the appropriate implanted 46mm durom shell. He asked if he could use a versys 40mm head with the 45mm durom shell. The rep informed him that he could not suggest or recommend this. The surgeon proceeded to use the versys 40mm (+7.0mm) head with the 46mm durom shell. The device remains implanted.

Manufacturer narrative:
No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The versys femoral heads are not labeled for use in a metal on metal articulation. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.